Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 19-may-2023. The device evaluation was completed on 02-jun-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The blood leakage reported by the customer is directly related to the hemostatic valve dislodged, observed during the analysis in the lab. A device history review (DHR) was performed for the finished device 00002230 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve leak issue occurred. It was reported by the biosense webster inc. (Bwi) representative that when going transeptal, they began to observe blood coming out of the hub of the vizigo¿ sheath. The bwi representative believed that the hemostatic valve broke causing the issue. Upon replacing the vizigo¿ sheath, the issue was resolved, and the procedure continued. Additional information was received, and clarification was provided stating that there was leakage in the hemostatic valve section. It was hard to tell if the hemostatic valve dislodged as it was covered in blood. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. There was no patient consequence, and no treatment was required. The hemostatic valve leak issue is MDR reportable to the us FDA.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).